Event description:
It was reported that the pump¿s connector broke off inside the ilet, leaving the connector/coupler lodged and preventing disconnection, and the user was advised to use a replacement device to avoid further damage. No adverse clinical signs, symptoms, or injury reported during the event. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with failure to disconnect at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.